Event description:
It was reported to philips that the device was not starting up, as expected. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and confirmed the device was not starting. The fse determined the host computer (pc) was faulty. After replacing the host pc, the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system did not boot up. Upon functional testing, it was found that host pc was faulty. The fse replaced host pc then installed new license. After replacement the system was returned to use in good working order. These codes were updated based on investigation outcome.